Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor had low output. Additional malfunctions include the heat exchanger was leaking, the pvc was discolored, the tie wraps were leaking, the hose clamps were leaking, and the power switch was defective.